Manufacturer narrative:
Section: a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had haptic damage. From additional information it was learned that the bent haptic was noticed after loading. The issue was identified during handling and prior to insertion. There was no patient contact. The procedure was completed with the back up lens with the same model and same diopter. There was no use error. There was no patient injury. There was no medical/surgical intervention required. No other information is available.